Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a device check, the autopulse platform displayed a "system error" message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and no physical damages were observed on the platform. A review of the platform archive was performed and no system error was noted during the reported event date of (B)(6) 2015. However, user advisory (ua) 4 (battery charge state too low) was observed to have occurred during the event date. The platform was functionally tested and there were no problems or error messages noted. Further investigation indicated that the clutch plate was sticky. The sticky clutch plate is not related to the reported complaint. Based on the investigation, there were no parts replaced. The deburring of the clutch plate was performed to remedy the sticky shaft rotation. In summary, the customer's reported complaint of autopulse displaying system error was not confirmed during archive review or functional testing. The ua 4 observed during archive review was attributed to the operator using battery with capacity below an operating level. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 4 alerts the operator that the autopulse battery capacity has dropped below an operating level and it needs to be charged.